Event description:
Following the use of the unit on a patient for ECG monitoring, the unit was turned off and returned to the emergency department and attached to the auxiliary power supply. After 15 minutes, a strong small of burning and smoke was detected coming from the unit. Internal combustion was also observed. The auxiliary power supply was disconnected and the combustion stopped by itself.